Event description:
It was reported that the implantable cardioverter defibrillator was exhibiting non-sustained right ventricular oversensing. Programming changes were discussed and no intervention was performed.